Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left circumflex (plcx) with moderate calcification and mild tortuosity. The 2.50x12mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation; however, the balloon ruptured during the first inflation at 5 atmospheres (atm) after 10 seconds. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon followed by stent deployment was used to complete the procedure. No additional information was provided.